Event description:
It was reported that the wireless recharger was not functioning properly. The last time the patient was able to fully charge it was one week ago. When the left stimulator was charged on august 1, it turned into an orange light after 30 minutes and an error occurred. At that point, the patient said that it might have been able to charge to about 75%. When the right stimulator was charged on august 4, it turned into an orange error when it was charge for about 30 minutes; charging was repeated after that, but the same issues repeated. Yesterday, the patient tried to charge the device, the power was turned on and turned to the orange error in about 5 seconds; the battery indicator blinks as if it was flowing. It was confirmed that the green light at the recharger's charging cable slot was lit. Reset was attempted twice, however it was confirmed that the battery indicator would switch to the orange light after the green light flashed like it was flowing. The cause was not known, the issue was not resolved and not returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3: analysis of the recharger wr9200 wireless insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.